Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation. The customer's report of unit restarts/reboots itself was observed during review of the device data logs. However, the device passed full functional testing without duplicating the report. There is not enough evidence to conclude if the device powered off on its own or if the user turned the device off. The pim board was replaced as a precaution. The customer's report of airway pressure sensing failure: 1052 was observed during review of the device data logs. However, the device passed full functional testing and stress testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed an "airway pressure sensing failure - 1052" message and restart/reboot itself multiple times. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed an unknown error message and inappropriately shut down. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.